Manufacturer narrative:
This report is submitted on november 04, 2022.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2022, to replace the implant magnet due to the implant magnet dislodged from the implant screw.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022. This report is submitted on january 30, 2023.